Event description:
Hill-rom received a report from the account stating the hi/low will self-run up. The bed was located infusion room 14 at the account. There was no patient injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.